Event description:
The pt reported that they used the suspect device to check their blood glucose and obtained a result of 51mg/d. Pt then telephoned their dr and was instructed to drink orange juice and retest every thirty mins. Pt drank orange juice and retest at 21 mg/dl. Another retest was lo. Pt was then told by pt's dr to go to the ER. Upon arrival, the ER used an unknown meter to check their blood glucose and the level was then treated for high blood glucose with an IV. The suspect device was replaced with new product and authorized for return to the MFR for eval.